Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. One device was received for evaluation. The complaint was confirmed by performing visual and functional testing. The cause was damage to cassette detect pin seal. Replaced all three seals on the pins to fix the error. Updated the software. The device passed all testing after repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the pump had a "remove and reattach cassette" error. Occurred during testing. No patient involvement was reported.